Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement tests. No motor error alarm noted. The motor passed motor test. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several motor error alarms on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. He or she further stated that insulin pump will not rewind and the buttons are not responsive. The insulin pump is being returned. No additional information was reported.